Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/delivery test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. (B)(4)

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 154 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was exposed to magnetic field or MRI two months prior to call. Customer does not use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.